Event description:
Procedure: lap assist proctocolectomy. According to the reporter: the resident surgeon was using a ta3035 stapler and thought it worked, but the ta had not been fired properly. Manual suturing was used to complete the procedure. No report of patient injury was made.

Manufacturer narrative:
.